Manufacturer narrative:
H.6. Investigation: DHR was performed and all visual inspections were performed as per requirements with no quality notifications "created" to the complaint defect. Root cause could not be determined since no sample/photos were received to confirm the defect.

Event description:
It was reported that three syringe 1ml s/t u100 25g 5/8in experienced missing label information. The following information was provided by the initial reporter: material no.: 329651 batch no.: 8071966. It was reported that the label was missing the manufacturer name. Per email: one of our distribution centers received a customer complaint regarding bd ins syr 25gx5/8. Customer has 3 individual syringes in sealed pkg missing manuf name. Ndc 08290-3296-51, lot# 8071966, exp 2/28/2023.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 1ml s/t u100 25g 5/8in experienced missing label information. The following information was provided by the initial reporter: material no.: 329651, batch no.: 8071966. It was reported that the label was missing the manufacturer name. Per email: one of our distribution centers received a customer complaint regarding bd ins syr 25gx5/8. Customer has 3 individual syringes in sealed pkg missing manuf name. Ndc (B)(4); lot# 8071966; exp: 2/28/2023.